Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7084047. UDI: (B)(4).

Event description:
It was reported that the leads had high impedances and patient lost stimulation coverage on the left side. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. There were no reported complications postoperatively. The explanted devices were discarded by the medical facility.